Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set was cracked. During the patient¿s hospital visit, it was discovered by a nurse that the transfer set was cracked. To resolve the issue, the damaged device was replaced with a new transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a cracked main body was observed. The reported condition was verified. The cause of the cracked main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.